Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer attempted to load multiple new cartridges and cartridge alarms occurred during the load sequence as well. The customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer delivered a correction bolus to address the high bg.